Manufacturer narrative:
B3: event date estimated based on 45 days after reported procedure date.

Event description:
It was reported that thrombosis occurred. A left atrial appendage closure procedure was performed and a 31mm watchman flx closure device was implanted. The patient was placed on dual antiplatelet (dapt) medication regimen. At the 45-day routine follow up, transesophageal echocardiogram (tee) revealed a device related thrombus on the face of the closure device. Procedural imaging and 45-day follow up imaging was reviewed, and the closure device continues to be well seated with no leaks observed. The patient had been compliant with the prescribed dapt regimen. The physicians placed the patient back on eliquis oral anticoagulant medication. No interventions were reported. The patient was discharged.